Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse was told by the customer that the operator had pulled the peek tubing from the filter housing. Fse observed the peek tubing was not damaged from the action. Fse had the customer put the wing nut and the ferrule back on the tubing to reinstall on the instrument. The customer then performed start up and ran quality controls (qc); the result was within acceptable range and no leaks or pressure issues were found. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 1: applications, section 1.6 reagent and column preparation and installation provide guidance on column installation and checking for leaks. Under installing tskgel g8 column (page 7), the manual states "press pump flow to start pumping and check for leaks. The pressure should rise to the pressure level that is indicated on the column inspection report + 4 mpa. If leaks occur, tighten fittings." The most probable cause of the reported event was due to the ferrule was pulled out of the filter line by customer.

Event description:
On (B)(6) 2017 a customer reported the peek tubing that connects to the wing nut of the pre filter assembly is broken on the g8 instrument. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrections: f9 approximate age of device-5 years, g5 PMA/510k-131580.